Event description:
The pt experienced a return of pain symptoms. The pt stated that they received good pain relief initially but that the relief had changed. A dye study was done and a "bubble" formed around the catheter, so the catheter was replaced. The pt stated that she thought that "the same thing might be happening now." The medications being delivered via the device system were morphine and saline. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).